Event description:
Health professional reported, the removal of a "band and port per request of pt." No info of any adverse event as of now. Further f/u will be conducted to gather add'l info. This event is being reported because, allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and the event that occurred requiring explanation. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because, no serial number was given. Visual exam may determine the connector type associated with this report. No add'l info has been reported to allergan regarding the serial number.